Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the blood glucose was dropping and was not feeling well and unstable. The customer reported that they had to call the emergency medical services for assistance. The customer stated that the blood glucose was going up and down from 107 mg/dl down to 82 mg/dl up to 100 mg/dl at the time of incident. The insulin pump will not be returned for analysis.